Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon was starting surgery and decided to take peritoneum from the pelvic area to traction it when he realized that the cables at the tip of the instrument broke. The surgical instrument was removed and exchanged for another of the same type. The surgeon claims to have made good use of the instrument at all times. The procedure was completed with no reported injury.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.